Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 2937457-2024-01351 was related to constipation and is not a reportable event related to fmcrtg products. There will be no further updates on 2937457-2024-01351.

Event description:
On (B)(6) 2024, this 60-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with an infection in his peritoneum. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with escherichia coli in the culture and an elevated wbc count (too numerous to count). The patient was diagnosed with peritonitis due to intra-abdominal sources involving constipation. It was explained the patient¿s constipation was attributed to unrelated medications and poor fluid intake. It was affirmed the patient was not hospitalized for this event and assumed the patient¿s initial report of hospitalization meant he presented to this outpatient clinic and not an admission to the hospital. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient is recovering from this event at home while on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler through the treatment course to present.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to intra-abdominal sources involving constipation as reported by a medical professional. It is well known peritonitis infections may stem from intra-abdominal sources involving constipation that can cause a transmigration of bowel flora such as seen in this case. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) tract. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 9/sep/2024, this 60-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with an infection in his peritoneum. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with escherichia coli in the culture and an elevated wbc count (too numerous to count). The patient was diagnosed with peritonitis due to intra-abdominal sources involving constipation. It was explained the patient¿s constipation was attributed to unrelated medications and poor fluid intake. It was affirmed the patient was not hospitalized for this event and assumed the patient¿s initial report of hospitalization meant he presented to this outpatient clinic and not an admission to the hospital. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient is recovering from this event at home while on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler through the treatment course to present.